Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room for high blood glucose on (B)(6) 2021. The customer alleged the insulin pump was under delivering insulin due to blood glucose level not down for two weeks. Customer assisted with possible causes of high blood glucose. Customer did not wish to performed high pressure test. The reservoir will not be returned for analysis. The insulin pump will be returned for analysis.